Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, in a laparoscopic sigmoidectomy procedure, the surgeon used the device and considered the procedure was completed with no problem. The leakage was noted on the anastomosed site while the patient was still at the hospital. The surgeon performed re-surgery and created the artificial anus nine days post operatively. The stapling was incomplete halfway around the anastomosed site. The staples came off the tissue. On the other half, the stapling was complete, however staples were easily removed when the surgeon pulled the colon. The surgeon re-anastomosed the tissue using the device, and it was a different site from the site in question. The surgeon was used to using the device, and usually handled the device with no problem. The surgeon fully fired the device in question and kept squeezing the handle for 3 minutes, then removed the device from the patient, however the event described above occurred. Reoperation and additional tissue resection were required due to the product problem.